Manufacturer narrative:
Citation: schuler sk, et al. Swiss evaluation registry for pediatric infective endocarditis (serpie) - risk factors for complications in children and adolescents with infective endocarditis. International journal of cardiology. 2023 jan 1;370:463-471. Doi: 10.1016 /j.ijcard.2022.10.173. Epub 2022 nov 2. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a retrospective analysis of pediatric infective endocarditis. A total of 69 patients with either definite (n = 40) or possible (n = 29) endocarditis were included in the study population. Medtronic (contegra valved conduits andmelody transcatheter pulmonary valves) and non-medtronic (shelhigh conduit, homograft, abbott septal occluders, others) products were implanted in the study population prior to endocarditis diagnosis. Post-operative endocarditis was diagnosed at a median of 1.5 years (range of 0.4¿8.8 years) after cardiac procedure. It was noted that 21% of patients with post-operative endocarditis had onset within 30 days after cardiac procedure. The authors described a death that involved a melody patient as follows: ¿a 17-year-old patient with digeorge syndrome and low native t cells, postoperative pulmonary atresia with implantation of a melody valve died of pulmonary valve ie (infective endocarditis) positive for staphylococcus aureus. He suffered fulminant sepsis with multi-organ failure and dic (disseminated intravascular coagulation).¿ no further details were disclosed about this death. Separately, no evidence was presented to suggest that a medtronic product or its function contributed to any of the other deaths mentioned in the article. Echocardiographic (transthoracic or transesophageal) findings included: vegetation, new valve regurgitation, new dehiscence of prosthesis, and paravalvular abscess. Blood culture findings included: staphylococcus species, streptococcus species, enterococcus species, hacek (haemophilus aphrophilus, aggregatibacter actinomycetemcomitans, cardiobacterium hominis, eikenella corrodens, kingella kingae), other pathogens, and blood- culture negative. Adverse effects due to endocarditis included: fever and/or shivering, decreased general health condition, altered valve function (valve regurgitation, valve stenosis, acute obstruction of melody valve), gastrointestinal symptoms (nausea and/or vomiting, inappetence, diarrhea), abdominal pain, respiratory tract infection (cough, dyspnea, rhinitis, sore throat), osler nodes, splinter hemorrhages, janeway lesions, maculopapular exanthema, petechia, suffusion on left hand, headache, weight loss, myalgia/arthralgia, congestive heart failure, hemodynamic instability, pulmonary edema, pulmonary hemorrhages, reduced myocardial function, sepsis, intracranial bleeding, grand mal seizure, kidney injury/renal failure, anemia, thrombocytopenia, hyperglycemia, rhabdomyolysis, vasculitis, conjunctival bleeding, and embolism. Interventions performed: hospitalization, intravenous antibiotic therapy, and surgery. Indications for surgery included: valve regurgitation, valve stenosis, embolism or large valvular vegetations, pseudoaneurysm due to rupture of ventriculo-prosthetic suture, change of pacemaker leads, atrial or ventricular septal defect-direct closure, and loose ventricular septal defect-patch. Surgical interventions performed: valve replacement, valve reconstruction, large vegetation removal, thrombus removal in right ventricle, atrial or ventricular septal defect-closure, and change of pacemaker leads. No additional adverse patient effects were noted.